Event description:
The product was evaluated. An external visual inspection was performed and failed due to a cracked window. Pictures were taken. Receiver charge and boot tests were not performed due to the receiver not powering on after charging. Functional tests were not performed due to the receiver not powering on. An internal visual inspection was performed and failed due to a damaged damaged pcba and an ic chip was burned. Pictures were taken. The receiver log was not downloaded and reviewed due to the receiver not powering on after charging.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: unique identifier (UDI) number - correction. D10: device available for evaluation - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4). E1: telephone number - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Product was received but its pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.